Event description:
In in-coming inspection at distribution, it was found that a foreign material(black particle) adhered to the product.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event ( foreign material (black particle)¿) was confirmed. A review of the DHR revealed no discrepancies. The reported event was confirmed. All seals and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at steripack, which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process. No discrepancies were detected during risk analysis review. The found black particle has to be classified as a non-conformance; previous actions are in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In in-coming inspection at distribution, it was found that a foreign material(black particle) adhered to the product.